Manufacturer narrative:
Specific date of the event is unknown as the study period was from july 2014 through october 2017. Based on information provided, it cannot be determined that the wound dehiscence was related to the prevena¿ incision management system. The study noted there were significantly lower rates of wound dehiscence in the cinpt group despite the higher frequency of comorbities associated with high risk of complications in the cinpt group. There have been several attempts made to gather additional information, but there has been no response. Device labeling states: the prevena¿ incision management system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. The prevena¿ incision management system should not be used to treat open or dehisced surgical wounds.

Event description:
On (B)(6) 2018, the following information was received by kci after a review of journal article, "the impact of closed incision negative pressure therapy on postoperative breast reconstruction outcomes" plast reconstr surg glob open 2018;6:e1880; doi: 10.1097/gox.0000000000001880: eight patients on cinwpt experienced wound dehiscence. No additional information is available. The prevena¿ incision management system lot numbers were not provided, therefore a device evaluation could not be performed.